Event description:
Ventilator expiration valve stuck in open position and could not be reset; vent not ventilating pt. Alarm did not sound. Immediate response by cargivers. Pt bagged with 100% o2. Ventilator removed from service.